Event description:
Motor exhaust hose ruptured during surgery. There was no pt impact reported. On follow up it was reported the exhaust host ruptured during drilling. The procedure was completed with a second motor. There were no injuries or significant delays.